Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs. The cse upgraded the software to the current revision and performed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator had an inoperable display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.